Event description:
Sharp collector was knocked off shelf and fell to the ground. Patient picked up the container and did not realize a needle had punctured the collector wall and received a needle stick injury. The collector was not bracketed at the time.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. The are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it. Evaluation summary: no sample was received for evaluation. However, photos were received displaying the needle protruding from the sharp collector. All weight and wall thickness data were within specification during manufacturing of the lot. Device history review was conducted and no anomalies noted. Retention sample meets the specification for needle penetration resistance. The impact load of the contents within the collector may have produced penetration forces exceeding that for the design of the collector. Complaint history check yielded no other complaints for similar condition for the lot reported. Quality will continue to monitor on monthly trend reports.